Event description:
The customer was hospitalized for high bgs. A replacement pump was also requested per md. Troubleshooting was performed. Pump passed the troubleshooting test. The alarm history showed there was a no delivery alarm prior to hospitalization. Customer has been disconnected from the device and on insulin drip.